Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent laparoscopic treatment for an umbilical hernia on (B)(6) 2019. The procedure was performed under general anesthesia. Insufflation was performed in the left hypochondrium with the introduction of a 12 mm trocar equipped with optics. Additional 5 mm trocars were placed in the left flank, iliac fossa, and right flank. During exploration, an umbilical hernia containing fatty tissue was identified. Enteroparietal adhesions and parietal colon adhesions related to a previous appendectomy were also observed. Adhesiolysis was performed and an anti-umbilical hernia prosthesis was placed. Immediately following the placement of the prosthesis, the patient reported experiencing severe pain described as a burning sensation, electric shock¿like pain, and stabbing pain in the abdomen. The patient reported that the pain had persisted since the operation in (B)(6) 2019, with varying intensity and duration. The pain was reported to be triggered by certain movements such as twisting, sitting, standing up, lying down, and bending over. The patient also reported that the pain episodes were unpredictable, highly debilitating, and required treatment with strong analgesics. In addition, the patient reported associated digestive disorders including acute constipation and bloating. The patient described the crisis periods as particularly difficult and indicated that the symptoms had been poorly perceived by people around the patient due to the absence of a confirmed diagnosis and the patient¿s concerns not being acknowledged by much of the medical profession.